Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on april 23, 2008 that a customer had a problem with a scd system. The customer reports a pt had redness of the skin which occurred along the part of the leg where the edge of the foot cuff touched. However, the customer is not sure if the incident is caused by the scd as a stocking manufactured by another co was used with the scd. A redness and palsy on the right foot occurred. The pt has been discharged from the hosp.